Event description:
It was reported that balloon rupture occurred. During the procedure, three 16-6/5.8/75 xxl esophageal balloon catheters were used consecutively to post dilate the two overlapping wallstents in the external iliac artery. The physician used a 20cc syringe and inflated the balloons. However, each time the balloons were inflated, the balloons ruptured due to a strut from the stent. Negative pressure were applied to the ruptured balloons and the devices were completely removed form the patient's body. Finally, another of the same device was used and completed the procedure. No patient complications were reported and the patient was discharged.